Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 14.9 mmol/l. The customer does not use the sensor feature. They were able to rewind the device. The customer stated that they had a backup plan. They were able to clear the alarm. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. The motor passed motor test. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor cracked lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).